Event description:
It was reported that, "iol was implanted in 1999 on pt. Pt developed a severe reaction on 12/24/1999 of hypopyon requiring secondary surgical intervention that took place in 2000. Post-op culture results were negative."